Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump time was off by 12 hours and after correcting it, the time changed and was off by 24 hours. The customer's healthcare provider, corrected the time and date. The cause was not known. The customer's blood glucose (bg) level was in the 300s and a bolus via the pump was delivered to address the high bg.